Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the caution: negative ultra-filtration (uf) alarm. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2011 09:07:03. During night drain cycle three, the patient's ultrafiltration reading was 669ml, indicating the home patient (hp) drained 669ml more than their maximum programmed fill volume of 700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.